Event description:
It was reported that an ilet user experienced frequent hypoglycemia over several weeks, including urgent lows with values in the 40s, alongside intermittent hyperglycemia after unannounced carbohydrate intake and post-spike corrections; the user traveled across time zones without adjusting the pump clock, treated lows with oral glucose while driving or overnight without finger-stick confirmation, and reported increased insulin use with recent weight gain, aligning with a use-related issue rather than a device malfunction, with relevance to the user interface and procedure adherence. Symptoms included hypoglycemia, hyperglycemia, fatigue, and muscle weakness. Outcomes included the need for oral carbohydrate treatment. Investigation included communication with the user and analysis of information provided by the user and cgm data. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or failure to follow instructions related to meal announcements and treating lows without confirmation. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.